Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition. The carrier tube was returned in the forward lock position with the anchor and collagen inserted into the hemostasis sheath. The sheath was found to have been kinked at the distal tip. No other damage or issues were identified. The complaint device was returned, and the sheath was found to have been kinked at the distal tip. Damage to the sheath could have prevented insertion of the carrier tube resulting in the observed device condition. The carrier tube was returned in the forward lock position which indicates that the components were not fully mated. The complaint was confirmed. The exact root cause cannot be determined. The likely cause was damage to the sheath resulting in incomplete assembly. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due data privacy. A2: age & date of birth: requested, not provided due data privacy. A3a: sex: requested, not provided due data privacy. A4: weight: requested, not provided due data privacy. A5: ethnicity: requested, not provided due data privacy. A6: race: requested, not provided due data privacy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: lead nurse. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. All steps were followed; however, there was no collagen fleece in the angio-seal device. The device was removed, and they pressed manually. The procedure performed was coro/ptca. A 6 french sheath was used to insert in the patient's artery. There was no stenosis, plaque, or calcium present around the insertion site. The insertion site was above the bifurcation and below the inguinal ligament. The estimated blood loss was less than 250cc. No equipment or other devices were used with the angio-seal. No harm was reported.